Manufacturer narrative:
Manufacturer's report date: 04/23/2014. Internal file no: (B)(4). This report was filed by the manufacturer. Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the product be received for evaluation.

Event description:
Customer reported the burette cracked and leaked while the nurse was squeezing the burette to refill it during infusion. There was no patient harm or medical intervention required. Although requested, no further patient or event information was provided.